Event description:
A 3.0mm diameter x 20mm length sprinter legend rx balloon dilatation catheter was used for an angioplasty procedure. The lesion was located in the lad with 70-80% stenosis. The lesion was non-tortuous with some calcification present. The physician was unable to deflate the balloon and had to retrieve it with a 6f guiding catheter. No abnormalities were noted to the relevant device during the preparation and inspection prior to use. The patient is reported to be fine, and no other clinical sequelae were reported. Medtronic has received the device and its analysis has been completed. The balloon bond was necked. There was some liquid still present in the balloon confirming incomplete deflation of the device as reported. The physician had commented that when attempting to withdraw the sprinter legend rx device from the patient, this deep seated the guide catheter which may suggest that the balloon was anchored in the vessel possibly by the calcium or stenosis, resulting in the guide catheter advancing further into the patient during removal; however, this cannot be confirmed. The necking noted to the balloon bond would have impacted on the deflation of the device as reported by the physician; however, as no issues were reported for inflation difficulties during the procedure. It would appear that the damage to the balloon bond most likely occurred during the procedure. Based on the information available, the device has not been identified as the root cause of the event. It appears most likely that the damage to the balloon bond impacted on the deflation of the device during the procedure; however, the exact root cause of this event cannot be determined.

Manufacturer narrative:
(B)(4): results: (procedural related - damage to balloon bond during procedure).